Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient pain coverage wasn¿t as good as usual and she had experienced jolting/shocking sensations. Impedance check was ran and electrodes number 8, 9, 10, 14 measured greater than 20,000 ohms. No identifiable event or injuries were reported that may have caused the issue. The rep reprogrammed the patient using the remaining electrodes but it was not known if the issue was resolved at the time of this report. It was further stated that the patient had been using the out of range electrodes and had good coverage. The patient was sent home with new programming and had a scheduled appointment with their healthcare provider next tuesday (B)(6) to check is coverage was acceptable. If the coverage and pain control was not satisfactory a lead revision may be done. The patient status at the time of this report was alive ¿ no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received from a health care professional. It was reported that a manufacturer evaluation determined that there was a lead fracture that caused the stimulation issues. The leads were to be replaced with an MRI compatible system. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their stimulation was being sporadic, particularly when sitting. If they moved a certain way, it could get "jolty" and "jerky", and sometimes there was no stimulation sensation. They tried different programs , with on being better for the issue but which was not their favorite program to use. After implant it took several programming sessions to find the best program that had then worked for them. The stimulation change was being reported as related to positional movement. The patient had a colonoscopy in the past. Additional information was received from the patient stating that the sensation described felt like it was over stimulating, not an electrical shock, if they moved a certain way. The patient had one group that was the favorite where they did not have any issues, while the other groups would be on and off. It was noted that while sitting still stimulation was usually fine. The patient had raised the amplitude to a higher setting in order to help but sometimes they could not feel stimulation. It was clarified that on their favorite group they could not feel stimulation but that the therapy was good, however on the other three groups the therapy was on and off and could feel stimulation on and off depending on positioning. The patient had a scheduled appointment with their doctors for (B)(6) 2016. They were meeting with the manufacturer representative (rep) but they did not remember the name of the rep. At first it was thought that their battery might be going on but after talking to patient services they realized that the battery was fine because they did not see any messages. They did not see an end of service (eos) message. The patient thought the issues were due to how she had been programmed and that they needed new groups. Other relevant medical history includes radiculopathy, and non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.